Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with moisture damage electronic assembly. The insulin pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was damage and had moisture damage. The customer's blood glucose reading was 82 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated there is water under the lcd screen, and there is some cracks near the battery compartment. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.